Event description:
It was reported that the device was found to be eroding through the skin at the suture line during follow-up in clinic. Patient stated that he fell and hit his device several months prior. The ICD system was explanted without any complication. Patient was in stable condition and recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.